Manufacturer narrative:
Product ID 8781, lot# n813069001, implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter replacement was performed on (B)(6) 2019. Contributing factors to the catheter being placed epidurally were undetermined. The concentration of gabalon the patient was receiving was unknown. The catheter would not be returned, as it was discarded by the customer.

Manufacturer narrative:
Concomitant medical product: product ID: 8781, lot# n813069001, implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 17-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 400 mcg/day) via an implantable pump for cerebral palsy. It was reported there was not much effect on spasticity and the dosage was increased to 400 mcg/day, but there was still no effect. The date of incidence was around spring of 2019. The event was also reported as deterioration of spasticity. The screening test was performed again. When the screening test was performed there was considerable effect. Contrast examination was performed and it was confirmed the tip of the catheter was placed in the epidural space. A replacement procedure of the catheter was determined. As of the report date (06/28/2019), the outcome of the event was unrecovered. The event was considered not related to the drug, pump, or programmer, unknown if related to the surgical procedure, and related to the catheter. Further complications were not reported.